Event description:
The complaint received states that during post cordis endovascular stent implantation the pt has had multiple allergic and autoimmune issues. This is a female of unk age and medical history. There is no vessel or target lesion specific info available. It is unk how many cordis stents were implanted in the pt; it was reported and unk palmaz stents. Over the nine yrs since implantation, the pt has suffered numerous incidents of allergic and autoimmune incidents. The stent(s) remain implanted, thus unavailable for analysis.

Manufacturer narrative:
There is no sterile lot number info available thus no DHR could be performed. While allergic and/or immune reactions to bare metal endovascular stents is not listed in the IFU, it is a known potential reaction the implantation of metal within the body. Most stents, both bare metal and drug eluting, are made with metal alloy, either stainless steel or cobalt-chromium, but all contain nickle. Nickel is a metal that a certain percentage to the population is allergic to. Whether or not the small amount of nickle can cause significant reactions has not been widely studied. Review of the limited info does not allow for an educated assessment of the potential contributing factors to the reported event.